Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., b.6., d.6b., h.6.

Event description:
Healthcare professional reported, right side rupture. Confirmed via CT scan. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture confirmed via CT scan. Device remains implanted.

Event description:
Healthcare professional later reported "implant exchange with no complaint against the device". Un-reporting record.